Manufacturer narrative:
(B)(4) the reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient had recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis event was unknown. The patient was not hospitalized for the event. The following day, the patient was treated with fortum (1 gm/2 liter, route not reported) and reflin (1 gm/2 liter, route not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event. It was not reported if pd therapy was ongoing. Additional information was not available. This is report 1 of 3 involved in this peritonitis event.